Manufacturer narrative:
The delivered logfiles as well as the service documentation has been investigated. The reported issue does not deal with a technical malfunction of the device but was caused by failed battery history reset when the device was re-assembled to the internal nimh battery at the customer site. As the device was still running with ps500 battery characteristics, the predicted battery capacity and alarm thresholds did not match those of the really installed internal nimh battery. Thus, the ¿battery low¿ and ¿battery discharged¿ alarms could not be posted prior to battery depletion. As per log file, the device was backed-up for 26 minutes on battery power which is within the expected range. In such a failure case the evita v500 will still post the power fail alarm. There is no similar case known in our complaint data base.

Event description:
Please see initial-report.

Manufacturer narrative:
The investigation was started but is not yet concluded. The investigation result will be reported in a follow up report.

Event description:
The customer reported that while the ventilator was connected to a patient, after the ventilator was switched to battery power, the ventilator shut down shortly after running on battery power. The customer stated that no "battery low" or "battery discharged" alarm was posted on the cockpit.